Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. No moisture in battery tube noted. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump shut down before and after a battery change and did not alarm beforehand. The customer indicated that the battery compartment is deteriorated and chipped and there is moisture damage in the compartment. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.